Manufacturer narrative:
Analysis confirmed the reported event; when the top of stylus touched the screen, it had no reaction due to a damaged bezel assembly. It was noted the display was flush. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the cursor position does not coincide with the stylus pen. The programmer was returned for repair. There was no patient involvement.